Event description:
Detached or missing sensor wire it was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).